Event description:
It was reported that an x-ray revealed the inner coil outside of the insulation. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported insulation anomaly was confirmed in the laboratory. Analysis found several inside-out abrasions. The rv and sensing cables were exposed in these areas. The pfte cable insulations at these areas were normal. Normal coil continuity and insulation resistance were measured.